Event description:
Reported inaccurate results when comparing to a lab reading. Analysis run on clark error grid using lab reading (61) as reference point vs. Bd readings (83) yielded some data points in the d range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.